Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a vizigo and an irrigation/flow issue occurred. In a pvi procedure after using the vizigo and pentaray for mapping, the water ventil of the vizigo had zero/low flow and a mechanical defect in the ventil were detected. No alert was detected. There was visual and mechanical observation. There was resistance felt between the pentaray and vizigo. The vizigo was exchanged for resolution. There was no patient consequence.

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00002696 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).